Manufacturer narrative:
This is follow up 1 to MDR 3009051471-2025-00027. Since the initial report, ctl amedica's engineering team completed the evaluation of the device on 01/05/2026. The conclusion from the evaluation is that the cause of the device failure was from misuse during handling of the device. The investigation findings and conclusion codes in section h6 have been updated for this report from the initial report.

Manufacturer narrative:
Ctl amedica is currently evaluating the device subject to this report due to all information not being provided yet to ctl by the reporter. A follow-up to this report will be submitted at the conclusion of ctl amedica's investigation. Note: this report is related to report: 3009051471-2025-00028 (incident involved two devices).

Event description:
While the surgeon was driving in the screw, the headbody came off of the screw head. The screw was discarded at the hospital.